Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms / code 204) was confirmed. Upon evaluation, there was contamination on the distribution node (dn) pca board, including the j702 connector. The cause of the constant gong alarms and code 204 is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.